Manufacturer narrative:
Additional information: through follow-up the customer provided the doctor¿s name. This current report is to update this information. Section e1, initial reporter, title: dr. First/given name: (B)(6). Middle name: (B)(6). Last name: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jul 23, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was inspected under magnification. The lens was received cut in two pieces and stuck to the lens case. A haptic was detached when removing from the lens case. The lens was cleaned and presented with damage. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4, a5 patient information: information unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates, (B)(6) 2013, and (B)(6) 2024. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted from the patient¿s right eye. The iol dislocated and caused visual issues. The visual issues were not described by the customer. The explanted lens was replaced with the same model and diopter, za9003 +19.5 diopter. There was no incision enlargement, vitrectomy, or sutures. The patient has fully recovered. No further information was provided.